Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
At a post-implant follow-up, the right atrial (ra) lead was found to be dislodged via x-ray. The ra lead was explanted and replaced to resolve the event. The patient is stable with no consequence.